Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Postoperative diagnosis: the patient had a history of left knee replacement (outside of cors scope). Patient underwent knee revision for mechanical problem (B)(6) 2017. The patella was retained. The patient underwent left knee replacement revision of femoral components and polyethylene (B)(6) 2019.